Event description:
It was reported that patient was transported to the hospital due to hematoma post implant. Patient was in a lot of pain and could not feel their legs as a result. Patient also complained of incontinence. The entire system was subsequently explanted.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.